Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) was unable to be implanted after multiple attempts. The rv lead was not used and replaced during the procedure on (B)(6) 2025. The patient remained stable throughout.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies. All tines were noted intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.